Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while running patient samples, software errors were occurring which delayed treatment for the patient. The following information was provided by the initial reporter: starts warm up cycle while running samples. Was there any erroneous result obtained when the error occurred on samples? No. Ivd regulatory status is indicated. Were they patient samples intended for clinical use? Yes. If so, was there any impact to the patient(s)? Yes. Were samples redrawn? Yes, only urgent samples redrawn and referred. Was there any delay in treatment? Yes.

Event description:
It was reported while running patient samples, software errors were occurring which delayed treatment for the patient. The following information was provided by the initial reporter: starts warm up cycle while running samples. Was there any erroneous result obtained when the error occurred on samples? No. Ivd regulatory status is indicated. Were they patient samples intended for clinical use? Yes. If so, was there any impact to the patient(s)? Yes. Were samples redrawn? Yes, only urgent samples redrawn and referred. Was there any delay in treatment? Yes.

Manufacturer narrative:
After further review MFR#:2916837-2020-00192 has been determined to be not reportable. For this particular event, the clinical software will not allow user to proceed forward and therefore unlikely to lead to erroneous test results and serious injury. There was no report of serious injury, medical intervention, or reportable device malfunction. As a result MFR#: 2916837-2020-00192 is null and void.